Event description:
Customer reported that two patient samples with a history of anti-d reacted with vs574. The samples were then tested with vra173 and no reactivity was observed. Additional testing was performed with vrb171 and reactivity of 1-2+ was observed with the d positive cells. On (B)(6) 201,2 the customer repeated the same samples with lot vra173 using a 15min and 20min incubation. Both samples were negative with both incubation times. Cts requested customer to send samples to ocd for further testing. Customer states there isn't enough sample to share and the patients are not in-house.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. A review of the complaint database indicates that there were no similar complaints for this lot. (B)(4).